Event description:
New information noted that the implantable cardioverter defibrillator (ICD) was explanted.

Manufacturer narrative:
The reported event of a pacing output anomaly was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed output anomaly on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.